Event description:
A trilogy100 ventilator, u.s.a. Was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy100 ventilator, u.s.a. Device failed a 02 low flow test step during evaluation at the manufacturer's service center. The device's active exhalation control module (aecm) was replaced to address the issue. The device passed all testing.